Manufacturer narrative:
No device analysis was performed; the device met risk-based analysis criteria.

Event description:
It was reported that the device was explanted due to the patient's need for an MRI.